Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 21-april-2024, it was reported by the patient that three infusions set fell off due to which hyperglycemia occurs within 2 days of use. High blood glucose level was 200 mg/dl. He replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
Initial and final MDR 1875997- MDR 3003442380-2024-04972- device 1 of 3